Event description:
Pt's blood glucose elevated to 515 mg/dl in 06/2006. Her normal level was 150 mg/dl. Pt was feeling lethargic and confused. Pt indicated that her infusion device was beeping, and since she was blind was unable to determine the cause. Caller reported that device displayed an 11 (end of temporary basal rate) alarm. The infusion device had been programmed for a temporary basal rate of 0%. According to the device history, pt had received and end of temporary basal rate alarm, two occlusion alarms, and a low electronic battery alarms. Pt administered a 10 unit bolus, which delivered successfully. The next day, the pt stated that her blood glucose was fine. No medical assistance was required. Product met performance specifications and therefore was not requested to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.